Event description:
It was reported that pump battery depleted too quickly, but no specific date or timeframe for the event was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, and technical support was unable to confirm battery depletion and took no additional action.